Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the patient had drainage noted from the pocket. The patient was put on intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.